Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). G2: the country of origin is brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a worsening clinical condition due to the failure of the recharge system; the patient experienced spinal pain and it was noted that their chronic low back pain had worsened due to the failure in the system that recharged the ins. The ins was discharged due to a recharger failure. The recharge system was heating. An image showed electrical tape around the base of the antenna head. A technical evaluation of the recharger was performed, which proved the device failure. A replacement recharger was requested.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the recharger cable had initially shown no apparent damage and was ¿just warming up and having difficulty recharging the neurostimulator.¿ initial ¿poor coupling quality¿ was noted. It was noted that the recharger heating occurred ¿in the connection between the cable and the charging antenna.¿ the patient had reportedly tried to repair the product on his own because he needed to keep the therapy working to alleviate his pain. No further complications were reported or anticipated. The recharger remained in the patient's possession due to the damage suffered from the patient's attempts repair.